Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. A visual inspection was performed on (B)(4) companion samples. The visual inspection did not observe any product defects or abnormalities. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon came apart in two pieces upon removal and one piece remained inside of her. She was able to remove the remaining piece.